Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for a colonoscopy procedure performed on (B)(4) 2012 according to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using a resolution clip device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.